Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16-us, serial/lot #: (B)(4), ubd: 20-nov-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released in a shallow position and moderate paravalvular leak (pvl) occurred. Subsequently, a second valve was successfully implanted in addition. No additional adverse patient effects were reported.